Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Sales representative on behalf, of healthcare professional reported, "rupture". This record is for the left side. The device remains implanted.